Event description:
It was reported that during a ventricular tachycardia (vt) ablation procedure, the health care professional (hcp) had difficulty keeping telemetry with the wand over the implantable cardioverter defibrillator (ICD). They needed to perform a commanded shock, but could not and needed to externally defibrillate the patient. The ICD system remains in service. No adverse patient effects were reported.